Event description:
The customer confirmed that the tip broke off during a therapeutic procedure. The procedure was completed using a similar device and the device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to b3, b5, d10, e1, g2, h3, and h8. The device evaluation and the information included in b3, b5, d10, e1, g2, h3, and h8 was inadvertently omitted from the initial medwatch report. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found peeling of gold plating on outer tube and the light guide was folded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the damage occurred due to user error, improper handling and application of excessive force during use or reprocessing (mechanical impact like fall, shock or similar stress). The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope had a tip that broke off (was damaged). It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus.